Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. Investigation unable to duplicate the customer's stated problem. During investigation the pump was inspected and unable to confirm the customer's complaint due to the cartridge thread damage. According to the investigation, the cartridge thread is part of the rear housing and possible the cause of the issue. Therefore, the rear housing will be replaced. The problem source of the reported problem is unknown.

Event description:
One cadd ms3 pump allowed the patient to enter 2 different lines of doses/times. Patient did not enter the lines intentionally and not known if they did or it was pump error. Patient was able to switch to a backup pump. Dose or amount 5 ng/kilogram/minute, frequency is continuous, subcutaneous. Dates of use (B)(6) 2018 to current. Infusion is life sustaining. No reported adverse effects.